Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket/510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0 x 40, 75 cm mustang balloon catheter was selected for use in an endovascular thrombectomy. During the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.